Manufacturer narrative:
The technician isolated the issue to a caster. He replaced the caster to repair the bed.

Event description:
Information received indicates the brake pedal will lock but the brake is not holding.